Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of trocars are not sharp; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar handle/blade assemblies were received one loose in a tray and two taped to the tray for the report of trocars are not sharp enough. The three trocar handle/blade assemblies were not returned with tip protectors. The samples were visually inspected and were found to be nonconforming. Sample 1 had the tip broken off, sample 2 had a damaged tip and damaged cutting edge along with dried foreign material on the blade, and sample 3 had a damaged tip and dried foreign material on the blade. Penetration testing could not be performed due to the damage of the samples. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tips and cutting edge are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported to a company representative the trocars were not sharp enough and they had to exert more effort to "open" the sclera during a retinal detachment procedure. There was no harm to the patient.